Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported problem of upstream occlusion error was not reproduced during. Evaluation observed and found that the pump was tested at the flow line for the occlusion testing and the pump passed the testing. A review of the event history log revealed upstream occlusion messages. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion error. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.